Event description:
On 2/27/92 at approximately 11:30 a.m., the ccu nurse noted blood in the tubing of the balloon. The lines were immediately clamped and pumping stopped. Also at this time, high gas leak alarms were given off by the console. The balloon was evacuated of helium as best as possible. The attending was notified and the balloon was removed. Upon further inspection of the balloon, pinpoint were noted at the base of the balloon (distal end). St. Jude medial was also verballl notified of the rupture.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, balloon. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.